Event description:
It was reported the vizishot 2 flex aspiration needle, the needle adapter was defective and it doesn¿t slide anymore. The issue was found during endobronchial ultrasound diagnostic procedure. The intended procedure was completed using an olympus back-up or similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the needle tube was inspected and a part of the pebax heat shrink is torn. In addition to the tear, a hole was noted in the returned pebax segment. Deformation of the spiral cut needle was observed near the distal end. No other abnormalities that could lead to the reported phenomenon were confirmed. If excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the complaint was not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.